Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received excessive insulin flow block alarms and wanted to return boxes of reservoirs. Customer was instructed to clear the alarm by pressing the rewind button. Troubleshooting was performed, and customer was not able to deliver insulin with set change. Customer was later able to deliver a bolus after changing the reservoir. The customer¿s blood glucose was 222 mg/dl..